Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the iop sensor was not working during a cataract with intraocular lens implant procedure (iop). No additional information is known at this time.

Manufacturer narrative:
A service request (sr) was opened may 15, 2018. This sr was then cancelled when the customer informed the company representative that the reported event was caused by usage error. The system was manufactured on january 26, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).